Event description:
During routine testing of the device at the service center, the service repair tech reported that the speed knob on the small roller pump was very loose. There was no pt involvement. Investigation in process, but not yet completed.